Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's controller fell onto the floor and briefly alarmed with a continuous tone alarm upon impact. The controller also would not display pump parameters at the time of the event. The issue self-resolved, however, no alarms were seen in the controller's history. Log file analysis captured an event on (B)(6) 2022 where pump flow, speed and power, as well as pulsatility index (pi) all dropped to 0 in the absence of alarms. The patient reportedly felt dizzy but otherwise had no change to their clinical status when the pump's parameters dropped to 0. Additionally, multiple pi events were captured throughout the log file. The patient was stable. Related controller MFR #: 2916596-2022-15145.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dizziness and lightheadedness could not conclusively be established through this evaluation. Furthermore, an analysis of the log files provided by the account did not confirm a pump stop. Pump support was not interrupted when the controller reportedly fell to the floor, and the pump appeared to operate as intended. The submitted system controller event log file contained events from 09nov2022 at 13:15:47 through 10nov2022 at 09:49:53. Starting on 10nov2022 at 07:58:46, a controller reset was captured with all pump parameters observed at 0. The event resolved by 07:59:08, and pump parameters returned to baseline values. This controller reset appeared to result in a no data transmission between the controller and left ventricular assist device (lvad) (refer to the controller investigation). The corresponding lvad event log file did not capture an interruption in pump function at the time of the controller reset. The log files showed that the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, section 1 ¿introduction¿ of this IFU also provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). The heartmate 3 lvas patient handbook (rev. D) is currently available. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: all connections were secure at the time of the event. The patient reportedly felt dizzy but otherwise had no change to their clinical status when the pump's parameters dropped to 0.